Event description:
Boston scientific crm received information that during a device replacement procedure, this right ventricular lead was removed and the connection was verified. When the lead was reconnected to the replacement device, it was noted this lead's outer insulation appeared damaged near the terminal pin and the conductor coils were stretched. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced. Should additional information become available, this event will be updated.